Event description:
It was reported that bd maxplus pressure rated extension set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the plastic hub is difficult to screw on to connect to the IV catheter, resulting in leaking ivs due to inability to properly secure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed